Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable pump serial number (B)(4) identified that the elective replacement indicator (eri) occurred in the field, and a low battery reset occurred in the laboratory. Analysis found that the eri and low battery reset are consistent with a high battery resistance; however, the battery resistance tested within specification during resistance testing in the lab. Interrogation of the device indicated the pump was being used to deliver 1000 mcg/ml of baclofen at 329.9 mcg/day and 10 mg/ml of bupivacaine at 3.299 mg/day in the simple continuous mode.

Event description:
The implantable pump was received by the manufacturer on february 08, 2017 and underwent routine analysis. The representative that returned the implantable pump was not aware of a complaint associated with the device. The indications for use included intractable spasticity and post spinal cord injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The pump was being used to deliver 1,000.0 mcg/ml of baclofen at 329.9 mcg/day and 10.0 mg/ml of bupivacaine at 3.299 mg/day. The hcp indicated the reason for the device removal was the elective replacement indicator (eri) alarm. Telemetry was performed due to a pump alarm. When the pump was interrogated, the telemetry read "eri occurred-schedule to replace the pump by (B)(6) 2017." It was indicated the eri alarm occurred during use. There were no symptoms. The patient still had pain relief despite the alarm going off. The eri occurred (B)(6) 2016, which was also the date provided as the onset of the event. In terms of troubleshooting and diagnostics performed related to the issue, the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. It was clarified that the reason for the device replacement was end of battery life of the intrathecal infusion pump. Telemetry was performed on (B)(6) 2016 and had showed eri of 16 months. Regarding if there was a device or therapy issue observed, the hcp indicated this was not applicable (n/a). The patient did not experience any symptoms. The pump alarm was going off, but there was no change in the patient¿s pain on (B)(6) 2016. It was further reported that the patient had waited too long to have their pump refilled from their prior hcp visit on (B)(6) 2016. The low reservoir alarm (lra) date was set to occur on (B)(6) 2016 as per the provided pump logs. The date (B)(6) 2016 is considered an approximate date of event (month and year known only based on lra date) regarding the patient having waited too long to have their pump refilled. The pump¿s logs were provided. As per the pump logs, the pump administered the following medications as of (B)(6) 2016 via a simple continuous dose rate: baclofen with concentration 1,000.0 mcg/ml at a dose rate of 329.9 mcg/day and bupivacaine with concentration 10.0 mg/ml at a dose rate of 3.299 mg/day. Also per the logs, with indication of last change made (B)(6) 2016 and examined (B)(6) 2016, it was indicated that a low reservoir alarm and an empty pump alarm had occurred. The low reservoir alarm date was set to occur on (B)(6) 2016 as per the provided pump logs. The pump logs contained an attached prescription note for intrathecal baclofen (1000 mcg/ml) and bupivacaine hcl (10 mg/ml), dated (B)(6) 2016. As per the logs, the pump administered the following medications as of (B)(6) 2016: baclofen with concentration 1,000.0 mcg/ml at a dose rate of 329.9 mcg/day and bupivacaine with concentration 10.0 mg/ml at a dose rate of 3.299 mg/day. The pump logs showed eri having occurred on (B)(6) 2016. The hcp clarified they were the most appropriate person to contact for additional information regarding the issue.